Manufacturer narrative:
The patient was seen approximately 2 weeks later for routine follow-up and wound check. No further phrenic nerve stimulation was observed and the device was programmed back to ddd to provide bi-ventricular pacing. Records indicate this lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the emergency room approximately 5 hours post implant discharge due to shortness of breath and pocket stimulation. It was also noted the pocket was swollen. Upon device interrogation it was found the patient was experiencing phrenic nerve stimulation from the lv lead. Numerous lead configurations were attempted however did not resolve the stimulation. Additionally, loss of capture (loc) was also observed. An x-ray was performed and there did not appear to be any change in the lead location. The lv outputs were reprogrammed which resolved the phrenic nerve stimulation. The device was also programmed to vvi-50 to minimize pacing. The patient was admitted to the hospital and antibiotics were administered due to infection.